Event description:
It was reported that during an unknown procedure, that the endo bag broke while attempting to remove the specimen from the patient and the specimen fell back into the patient. Another endobag was used to retrieve the specimen. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # unk. Additional information was requested and the following was obtained: "did any pieces fall into the patient? Gallbladder fell out of pouch but was retrieved with another pouch. No other pieces fell into patient that I am aware of. If yes, were they retrieved? Please see above. Will all pieces be returned with the device? No, gallbladder is specimen waste." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that only the bag and suture from the pouch device were returned, the bag damaged and the suture torn. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. Although no conclusion could be reach on the cause of the reported event. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 584c77 number, and no non-conformances were identified.